Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient's lead was replaced as planned. Impedance testing performed following the replacement found "normal" impedance values. It was noted the patient was receiving effective therapy as well following the replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# unknown, implanted: (B)(6) 2015, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient did not feel stimulation. The implantable neurostimulator (ins) was checked and impedances were measured to be high. The cause of the high impedance and the patient not feeling stimulation was unknown. At the time of this report, the lead was implanted, but out of service. The hcp planned to do a revision surgery to test the lead. The patient was alive with no injury and the issue was not resolved at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the measured impedances were ¿>10000¿ ohms. There were no historical impedance values to compare for the patient and there was no report of any falls or traumas experienced by the patient prior to the event. The revision surgery had not yet been performed at the time of follow-up, but was planned for the (B)(6).

Manufacturer narrative:
Analysis of the lead, model 977a275, serial/lot no. Unknown, found lead body conductors broken at anchor site. Conductors #0, #2-#7 broken 20.6 cm from distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.